Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose level displayed "high" on the continuous glucose monitor. Cause was related to human factors. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.